Event description:
A por (power on reset) condition was reported. The patient had been seeing por message since last tuesday after the patient had a ca diversion test done. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va022q8, implanted: (B)(6) 2013-, product type: lead. (B)(4).